Event description:
It was reported that the ventilator had non-conforming peep (positive end expiratory pressure) values. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had non-conforming peep (positive end expiratory pressure) values. According to provided information, no parts were replaced and the ventilator had no deviations. The device logs were not provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #: (B)(4).